Event description:
Pt was trapped against the canopy of a vail 2000 bed while using this bed at home. An autopsy found the cause of death to be positional asphyxia. The manufacturer has known of this death since mid 2003 and has declined to report it as legally required. They have also failed to disclose this event to FDA site investigators. This company is not compliant with MFR reports -see MDR event key 417065, 53542, 29152, 15430. These reports from users may or may not include other deaths or serious injuries.